Event description:
It was reported that during surgery of implanting the implantable neurostimulator (ins), the health care provider (hcp) had difficulties advancing the lead into the header block. The manufacturer representative told the hcp to try backing out the setscrew and when doing so they had to use an excessive amount of force. The setscrew did not back out and it felt very tight like it was threaded incorrectly. The hcp attempted 3 times, but could not get the lead to introduce into the header block. They ended up trying a new ins and had no issues. The lead was not damaged and everything looked fine. The manufacturer representative left the defective ins with the hospital and they would return it on receipt of a mailer kit. The patient was fine.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), determined that the setscrew was backed out too far.

Manufacturer narrative:
Product ID neu_wrench_acc; product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the screw was cross-threaded and would not move.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0td86, implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.